Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One heal collar 3.5x4.5, 3mm (hc343) and one imp,tsv,mcol mg,3.7mm,11.5mml (tsvmb11) were returned for investigation connected to one another. Visual inspection of the as returned product identified signs of wear and significant debris about the healing collar and implant. Functional testing was performed for the returned product and it was determined the two components could not be disengaged unless excessive force was taken. The removed healing collar is noted to show signs of thread damage at the first and second threads. No pre-existing conditions were noted on the product experience report per). The reported product was located on tooth number 35 (fdi) and used for approximately 3 months. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional complaints for this lot. The complaint reported doctor indicated that healing abutment does not disengage from the implant. The customer has not provided additional pictures or x-ray images of the product. The reported event is confirmed following functional testing of the returned product. A definitive root cause could not be identified.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
Doctor indicated that healing abutment does not disengage from the implant. Doctor confirmed that new implant was placed to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated that healing abutment does not disengage from the implant.